Event description:
It was reported that a luminexx stent (#1) was to be inserted into a pre-placed luminexx in the common bile duct (referred to as stent-0). When the user advanced the delivery system, the stent #1 was automatically and slightly deployed even through the safety clip was still in place. When the user tried tor remove stent #1, it became stuck in stent-0. The stent #1 was detached from the device and was implanted in an untargeted site. The user then attempted to place another luminexx stent (#2), but that stent #2 became stuck in stent #1 and was not implanted.

Manufacturer narrative:
This is being reported because it is the same or similar to a device sold in the united states. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample was returned and the investigation is underway.